Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated.   Visual examination of the returned product identified signs of repeated use (nicked, gouged, discolored) and component impact head is separated from the handle as the bolt is disassembled and not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Complaint is confirmed with product return. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the following instrument issues were found prior to the surgery. The femoral/tibial impactor screw was missing. There was no patient harm or impact reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.